Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 8 years and 7 months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), the patient presented with reduction of physical exercise capacity and it was found there was stenosis and insufficiency due to stent fractures. The tpbv had been pre-stented with the distal third placed within a homograft and the remaining part free in the right ventricular outflow tract (rvot). This allowed for movement of the rvot including the tpbv against the sternum with each heartbeat. Two non-medtronic covered stents and another tpbv were implanted with no further adverse patient effects reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.